Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was not properly cleaned or reprocessed. It was added that a leakage test was not performed properly either. This occurred during reprocessing and there was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue and is not expected to be returned. An olympus endoscopy support specialist visited the customer on site to provide an in-service training and guidance to proper cleaning tools. During the in-service visit, the olympus ess rep was notified that the customer was not using the suction cleaning adapter during the manual cleaning process and the cleaning room did not have suction capabilities. The customer was advised to monitor their device closely for any signs of air/water channel obstruction, and to send in their scope for evaluation as soon as possible. The subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation reported that the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff already provided training in the correct handling. Olympus will continue to monitor field performance for this device.